Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The technician replaced the power switch overlay, but this did not fix the reported problem. There was no response to request for further information. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The technician replaced the power switch overlay but this did not fix the reported problem. Investigation is ongoing.

Event description:
Philips received a complaint indicating that the v60 device will not turn off. The device was outside of clinical use at time of the reported issue. The customer confirmed that the unit will not turn off. The customer is ordering a replacement power switch overlay to resolve the issue.